Event description:
The nurse was trying to change the direction of the blade mount on the sagittal saw. Because it had never been used before the blade was stiff and did not move easily. Also, her hands had fluids on them from the procedure which made them slippery. Her hands slipped down the edge of the blade (not the cutting edge) and cut her thumb and index finger.